Event description:
Device appears to be oversensing on the ventricular lead. One episode noted (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).